Manufacturer narrative:
This report is submitted on december 31, 2020.

Event description:
Per the clinic, the patient experienced tinnitus and vertigo resulting in a decrease in the use of the device. Reprogramming attempts were made; however, the issue could not be resolved. The device was explanted (date unknown), it is unknown if there are plans to re-implant the patient with another device.